Event description:
Patient was planned for imrt breast treatment, using eclipse inverse treatment planning software (helios). In this case, the treatment machine had received an mlc upgrade. The machine configuration database contains both mlc's for purposes of historical reporting, but the previous mlc is flagged as inactive in the system. It has been determined that the imrt planning user interface defaulted to the inactive mlc and the operator did not select the active mlc. When the plan was promoted from a "planning plan" to a "treatment plan", the mlc could not be converted and was not transferred to the "treatment plan". The integrated treatment console would have indicated the lack of the mlc to the user, but the system did not issue a separate alert of this particular condition. Clinic has determined that the inital treatment qa procedure was not performed within the specified timeframe of 48 hours. This initial check would have detected the missing mlc. After 6 fractions, the weekly chart check revealed this discrepancy and the missing mlc was identified at that time. Clinic has informed co that the patient's course of treatment has been modified and assuming the patient continues to receive treatment, the incorrect 6 fractions should not adversely effect tumor control and also that the increased toxicity from misadministration is considered negligible compared to typical treatment.